Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user reported that after logging into med link, selecting the area, and attempting to remove a medication, the application did not allow them to choose the drug or enter a quantity. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user reported that after logging into med link, selecting the area, and attempting to remove a medication, the application did not allow them to choose the drug or enter a quantity. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, the technical support specialist (tss) determined that the issue identified by the customer was related to medstation access and not to pyxis medlink. No further investigation was required; customer requested to close the case and tss proceeded with case closure.